Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while the device was being fired, the last two rows of staples did not deploy and remained in the reload. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.